Event description:
It was reported that during insertion of an iab in the pt, difficulty was encountered passing it through the introducer sheath. Because of this, the assembly was removed and replaced. There were no pt complications.